Manufacturer narrative:
The insulin pump passed self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. However, the insulin pump was received with high idle current due to open trace on lcd driver. No unexpected off no power, low battery, failed battery test or battery out limit alarms noted during testing. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that they received low battery alert for less than a week. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that the battery was not previously used. The customer's mother stated that there were no unattended alarms. The insulin pump will be returned for analysis.